Event description:
Medtronic received information that during the positioning of this transcatheter bioprosthetic valve for implant, the valve was in too high a position with the valve two-thirds deployed, resulting in severe aortic regurgitation. After the valve was partially retrieved into the introducer sheath, the valve and sheath were removed over the guidewire. After a new introducer sheath was inserted over the guidewire, it was observed that the nosecone (distal tip) of the delivery catheter system (dcs) was no longer attached to the dcs plunger shaft. The nose cone was not found inside the first introducer sheath or within the patient¿s body upon completion of a full-body scan with fluoroscopy and x-ray. A second transcatheter bioprosthetic valve was successfully implanted with another dcs with resultant mild aortic regurgitation. There was no further intervention. The physician reported there were no subsequent adverse patient effects and the patient was scheduled for discharge from the hospital.

Manufacturer narrative:
It was reported that the delivery catheter system and first valve were discarded by the implanting facility, and visual images of the procedure are not available. To date, the separated nosecone has not been located and no subsequent reports of adverse patient effects have been received. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
Conclusion: the device history record for delivery catheter system (dcs) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was not returned for analysis, and the cause of the high placement could not be determined with the limited information available. Based on the information in the event description, it is likely that the implant depth was the cause of the regurgitation. After retrieval of the first valve, the nose cone was no longer attached to the catheter upon removal of the device. The user was attempting to retrieve the valve, which is warned against in the instructions for use. Without the support of the capsule, the plunger could potentially get caught or pulled through the introducer sheath/hemostatic valve at an angle causing the tip to separate. The dcs was not returned for analysis and a conclusive cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.